Event description:
The customer reported that the insulin pump was not giving the amount of insulin that the needs. Customer stated that the basal wizard settings were incorrect. The customer was assisted through the settings and menu. Customer's blood glucose was 456 mg/dl and stated that he thinks the bolus was enough. The customer will do manual bolus and will speak with health care provider regarding high blood glucose. The customer was advised to call back to continue troubleshooting and if further assistance is needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).